Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness as well as liver dysfunction.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an adverse event that occurred on (B)(6)2015. The patient was found unresponsive and taken to the hospital. Patient was hospitalized due to issues with his liver that are caused by diabetes. The patient furthered that the hospitalization was not related to the continuous glucose monitoring system and that the device was functioning normally. At the time of contact, the patient was stable and in recovery at the hospital.